Event description:
During a follow-up, the device was unable to be interrogated and was also noted in backup vvi mode. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of loss of telemetry was confirmed. The device was received with no telemetry and no output. After cutting open the device, battery voltage was found to have reached end of life. Based on longevity assessment, the battery was prematurely depleted. Testing of the hybrid and wireless module revealed no high current. Further testing of the battery could not conclusively determine the cause of the premature battery depletion.